Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 609 mg/dl. Customer administered manual injections to address bg level.